Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-13 user did not press buttons hard enough to engage (B)(4). Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that she went to e.r. On (B)(6) 2017 for elevated blood glucose level of 532 mg/dl. She was given insulin and discharged on same day at 7pm. Customer is still having increased thirst. Customer is feeling nauseated. Customer declined needing medical attention at this time of the call. Another call back was made on (B)(6) 2017 in order to ensure the customer's condition since the initial call; customer condition improved. No medical attention reported.

Event description:
Consumer reported complaint for meter issues and symptoms. The customer is concerned with meter not turning off and symptoms the customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of excessive thirst. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer could not turn off the meter. Customer was feeling very thirsty. On follow up call done on (B)(4) 2017 customer advised she went to e.r. On (B)(6) 2017 for elevated blood glucose level @532 mg/dl. She was given insulin and discharged on same day @ 7pm. Customer declined needing medical attention at this time.